Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. Concomitant medical product: dtbc2d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture at the ring. It was noted that the rv lead had high impedance and threshold measurements. The lead was capped and replaced. It was further reported that during the lead revision, the subclavian vein was closed, and the physician had to use a balloon catheter to open it. No further patient complications have been reported as a result of this event.